Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00737. It was reported that high impedance issue was observed on both leads. Patient lost effective therapy as a result. Patient had multiple falls and had leads auto reducing. The leads were explanted, and new leads were implanted. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00737. It was reported that high impedance issue was observed on both leads. Patient lost effective therapy as a result. Patient had multiple falls and had leads auto reducing. The leads were explanted, and new leads were implanted. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.